Event description:
It was reported by the customer that a bd pyxis¿ medflex 1000 system user was unable to issue medication because the user had the permissions to override but not to limit items and also tried to return the medication but the item is not enabled for return in the pyxis.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the client had permission to override but not limited items. A technical support specialist escalated the issue to teams and advised that the item was enabled as a limit item, asked client to reach out to pharmacy, but the client was able to cycle count it back to the machine. The system functioned as intended after the technical support specialist assessed the device.